Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller received multiple strings of power cable disconnects. Therefore, the patient decided to change their system controller in (B)(6) 2025 themselves to solve the alarm. The problem did not solve.

Manufacturer narrative:
Section h6 correction: medical device problem code 1171 - disconnection added. Manufacturer's investigation conclusion: the reported event of multiple strings of power cable disconnect alarms was unable to be confirmed. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Provided information stated that no log files were available, the controller was exchanged, and the alarms did not resolve. The root cause for the reported event was unable to be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website.q heartmate 3 IFU (rev. C), section 7 ¿ ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. B), section 5 ¿ ¿alarms and troubleshooting¿, cover all alarms (auditory and visual), including power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, addresses how to properly use the system controller. Heartmate 3 patient handbook, section 6 "equipment maintenance", describes how to care for and clean all equipment, including the system controller. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.